Event description:
Information received from the field notes that the hospital became aware that patient's pacemaker (inserted at this facility on 2/18/00) failed 2 weeks post operatively. Patient was evaluated at another hospital and transferred within that health care system. Patient's relative contacted implanting hospital to inform of explantation at baptist hospital, miami florida. Loss of capture and loss of pacing was noted.